Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00119. It was reported that the burr became stuck on the rotawire. A 1.75 mm rotalink¿ plus and a rotawire were selected for use. During preparation, when the rotalink¿ plus was tested before it entered into the patient, both opticross¿ 18 imaging catheters displayed black on the screen. During the procedure, when dynaglide mode was activated, it was noted that the rotaburr became stuck on the rotawire. Consequently, the physician could not remove the burr and had to remove the burr and the rotawire all together. No patient complications were reported.